Event description:
It was reported that during an unknown procedure that, when the dr removed the retaining cap, the cartridge fell off with the retaining cap together. Then he reloaded the cartridge and fired it. However, he found the rectum was just cut, not stapled. Staples were malformed. Hand sewing was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.